Manufacturer narrative:
Insulin pump was received with a cracked reservoir tube lip and minor scratches on display window. During the visual inspection the insulin pump was noted with a loose and protruded drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed.

Event description:
Customer called stating that his insulin pump rewinds all the way, but the reservoir keeps pushing out. Customer's blood glucose level is 72 mg/dl. The drive support cap is sticking out. Customer was advised to never manipulate or push on the drive support cap while connected. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.